Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No frozen display or unexpected battery out limit alarms noted. The insulin pump had scratched on display window.

Event description:
The customer reported via phone call that they received a battery out limit alarm and display was frozen. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.